Event description:
It was reported that the programmer was unable to interrogate the implantable device. It was noted that the programmer generated an error code. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer was unable to interrogate the implantable device, and the programmer generated an error code. The software was reconfigured and reloaded. It was observed that the cursor skipped on the display when using the stylus. The overlay bezel was replaced. The stylus was recalibrated. An electromagnetic interference (emi) repair was performed as a preventive measure. Additionally, it was noted that the system fan was noisy. The system fan was replaced. The programmer then passed the final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.